Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery and posterior communicating artery. During the procedure, the physician successfully deployed ten coils through a px slim delivery microcatheter. While attempting to deploy the eleventh coil, the penumbra coil 400 could not be detached. The physician intentionally broke the pusher wire in an attempt to force the penumbra coil 400 to detach. After unsuccessful attempts, the physician retracted the coil about 2.5 centimeters into the microcatheter and the coil detached inside the microcatheter. The px slim delivery microcatheter and the coil were retrieved using a gooseneck snare. The patient's condition was well after the procedure. There is no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.